Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient described an unusual condition. Magnetic resonance imaging (MRI) was performed and confirmed a cerebral infarction. It was noted that it could be an embolism, but likely to be a thrombotic cerebral infarction. The patient developed paralysis of the left hand. Medication was administered to treat the cerebral infarction. The paralysis recovered and the patient was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least five applications were performed with catheter 2af283/74986-84 on the date of the event and did not show any issues. Clinical issues (paralysis or paresis) were encountered during the procedure. In conclusion, this is a clinical issue (paralysis or paresis) encountered during the case. The reported clinical issue cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient described an unusual condition. Magnetic resonance imaging (MRI) was performed and confirmed a cerebral infarction. It was noted that it could be an embolism, but likely to be a thrombotic cerebral infarction. The patient developed paralysis of the left hand. Medication was administered to treat the cerebral infarction. The paralysis recovered and the patient was discharged. No further patient complications have been reported as a result of this event.